Event description:
It was reported that the patients pump was explanted due to meningitis. The pump was explanted on (B)(6) 2012. As of the explant date, reporter stated that the healthcare provider did not think the meningitis was from the implant, however cultures were pending. The patients symptoms and outcome were not provided. Additional information has been requested, however was not yet available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient, product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).